Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump turned itself off the previous night after receiving some pump restart, battery out limit, and bad battery alarms. The customer¿s blood glucose level was 360 mg/dl the previous night, and 121 mg/dl at the time of the incident. The customer used manual injections to treat the high. The pump also had physical damage. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.